Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device's insulated sheath got caught on the trocar and it was then identified that the insulated sheath was torn. There was no patient injury and nothing fell into patient's cavity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.